Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring had crack and piece was missing. Customer stated reservoir was unable to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged insulin pump has cosmetic damage (damaged retainer ring). Device p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, keypad overlay texture damage, pillowing keypad overlay, cracked case on corner of belt clip rails, broken belt clip rails, broken reservoir tube lip, missing display window/cover, missing o-ring(reservoir tube), cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (damaged retainer ring) was confirmed during visual inspection where cracked retainer and broken reservoir tube lip was noted.